Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unsigned noted that stated, "the alarm was not loud enough and needs to be fixed." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to a pin that was lifted from the conductor trace on the bottom of the audio transducer which disabled the output. The cause of the lifted pin from the conductor trace on the audio transducer could not be determined. This report represents all the info know by the rptr upon query by hospira personnel.